Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the submitted log file. The heartmate ii controller was not returned for analysis. The submitted log file contains data spanning approximately 5 days (B)(6) 2023 per the timestamp). Additionally, the submitted log file contains relevant events spanning approximately 14 days (16aug2023 - 30aug2023 per the timestamps). The driveline was connected to the controller on (B)(6) 2023 at 11:22:05 indicating that this controller was the backup controller and the primary controller was exchanged on (B)(6) 2023. There were no atypical alarms active in the log files that would indicate an issue with the heartmate ii controllers. Multiple attempts for additional information about the reported event such as the serial number of the product, why the heartmate ii controller was exchanged on (B)(6) 2023, if the device operated as expected, and if the product was going to be returned for analysis; however, no response was given. The root cause of the reported controller exchange could not be conclusively determined through this analysis. The serial number was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on their current controller on (B)(6) 2023. The reason for this exchange was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.